Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) health reported the bedside monitor (bsm-1733a sn: (B)(6)was dropped and sides were bent from the impact. This caused the right hand side of the screen to be separated and the battery door was missing. Unit was also noted to randomly alarm. Service requested: repair. Service performed: the reported problem of (unit was dropped , and sides are bent from the impact ) was duplicated. The unit came missing battery cover. Spo2 massimo firmware ver 5.0.0.5. All the malfunctioning parts were replaced to resolve the issue. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. Investigation result: the root cause is determined to be physical damage. Issue resolved upon servicing and the bsm was tested to operate within specifications. Investigation conclusion: the root cause is determined to be physical damage. Issue resolved upon servicing and the bsm was tested to operate within specifications. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes.

Event description:
The customer reported that the bedside monitor (bsm) was dropped due to improper handling of the unit, causing an impact to the device. The customer also indicated that the unit randomly alarms for arrhythmia. No consequence or impact to the patient was reported.

Manufacturer narrative:
The customer reported that the bedside monitor (bsm) was dropped due to improper handling of the unit, causing an impact to the device. The customer also indicated that the unit randomly alarms for arrhythmia. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bedside monitor (bsm) was dropped due to improper handling of the unit, causing an impact to the device. The customer also indicated that the unit randomly alarms for arrhythmia. No consequence or impact to the patient was reported.